Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: investigation is currently in-progress. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) inspected the aia-360 instrument for any issues that might have resulted from the fluid leakage. The fse cleaned and dried the leak sensor under the wash heater and then performed daily check, but found the printer not printing. The fse ordered a new printer for the customer. The fse found no residue or evidence of fluid on any component inside the instrument. The following day the fse replaced the printer interface pc bd and the thermal print head. The fse noticed that the printer motor had an electric burn order smell to it. The fse ran daily check and the customer ran quality controls without any issues. The aia-360 instrument was performing within specifications. The printer interface pc bd and the thermal print head were returned for investigation to the instrument service center (isc). Both parts were tested in an aia-360 instrument. The printer interface pc bd was in working condition, but the thermal print head was non-functional. Neither part caused a burned smell while under power. The burned smell could not be verified. A 13-month complaint and service history review was performed from (B)(6) 2016 through aware date (B)(6) 2017 for serial number (B)(4) for similar complaints. No similar complaints were found during this searched period. The aia-360 operator's manual under safety precautions indicates the following: preventing leakage of fluids; leakages of assay solutions and wash solutions are potential sources of corrosion, electrical shock or even fire. When fluid leakage is discovered, immediately shut down system operation and remove the power plug. It is recommended that proper protective wear (goggles, gloves, masks etc.) Be worn at all times when cleaning up the leakage and inspecting and repairing the tubing connections that may be the source of the leak. Should the system continue to leak, contact the nearest tosoh service counter. Immediately shut down system and remove power plug when signs of malfunction (burnt odors, etc.) Appear. Contact the nearest tosoh service counter. Continuing to operate the system while it is malfunctioning may result in electrical shock and even fire. The most probable cause of the reported burned smell could not be verified during investigation of the returned printer interface pc bd and thermal print head. It was confirmed that the thermal print head was non-functional during investigation. Corrected data: refer to: approximate age of device; device evaluated by manufacturer; device manufacture date. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
N/a.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: investigation is currently in-progress.

Event description:
On (B)(6) 2017 a customer reported a burning odor coming out of the aia-360 system. The customer turned off the system, removed the back cover, and noticed that the tubing to the top of the bf probe was not connected. No liquid was seen in the overflow tubing or on the bottom of the aia-360 system. A field service engineer was dispatched to investigate the reported event. There was no reported injury as a result of this event.